Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of over 400 mg/dl; cause was unknown. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.